Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified due to device not powering on. The reported black screen which was not reproduced during evaluation. No correction was made in related to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a black screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.